Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The root cause has not yet been determined. However, the customer reported that they did trouble shooting and found out that the main pcba assy has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a xdcr fault, circuit fault, low ve, low pip, and high rate on the vela ventilator after vent start up. The customer confirmed that there was no patient involvement associated with the reported event.